Event description:
C-section scheduled for 0730 in 2000. However, parent presented in labor one day earlier. Vaginal birth after cesarean attempted per parent's request. Pt had one episode of fetal bradycardia, which recovered. Vacuum was applied for three contractions with minimal descent. Parent's temp 99.5. C-section was performed. There was some term meconium noted. The pt had apgars of 4, 5, and 8 and was profoundly hypotonic, but had spontaneous breathing before 1 min of age. At 12 hrs of age, the pt had a generalized seizure. Phenobarb treatment was initiated. Pt was then transferred to another hosp.